Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. No UDI required due to this device was out of production prior to the september 24, 2014 UDI regulation date. (B)(4).

Event description:
An optometrist reported a patient was treated with photo refractive keratectomy (prk) in the right eye. Epithelium was removed with a brush but laser function was still on to remove 50 microns with photo therapeutic keratectomy (ptk). This was in addition to treating the patient's prescription. New information was received. Firing of the laser contributed to the event. Additional information was received. The patient called one to two weeks ago and complained of blurry vision. The patient is scheduled to be seen.

Manufacturer narrative:
Device history records (DHR) for the device was reviewed. The associated device was released based on company¿s acceptance criteria. A review of the technical service onsite history showed no abnormalities that could have contributed to this event: laser was successfully verified prior to and after the day of treatment. The root cause could not be identified or determined conclusively. The manufacturer internal reference number is: (B)(4).